Event description:
The accounts engineer stated the bed is showing an error code 6 on both siderails. He has reseated the sidecom connectors and there are no leeds on and there is now an error on the logic circuit board. He found the coiled cable is cut and bare wiring is exposed.

Manufacturer narrative:
A coiled cable was sent to the account to repair the bed.